Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on device surface and in the suction tube. The suction tube and the electrical cord have been both cut close to the handle and due to this, it was not possible to conduct electrical or functional test on the device. Under magnification, it was observed that the manifold shows signs of melting between 3-9 o&apos;clock positions of the tip. This damage to the tip would lead to the sparking of the, confirming this complaint. This damage is consistent with the tip of the device coming into contact with a secondary metallic object during activation, indicating misuse. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints from this lot of devices released for distribution. Due to an increasing trend in the number of this reported failure, a supplier CAPA has been initiated. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully; this aptitude is not presently ensured by the training program or by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA is currently being monitored for its effectiveness. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Left shoulder repair. During the latter part of the procedure there was sparking and the plastic burnt. They did not open another one as he had done enough to finish the case. They did not keep the faulty product for collection. I asked if it had made contact with the scope and was told no. Additional information provided indicated that the device is available and will be sent back for evaluation.

Event description:
Left shoulder repair. During the latter part of the procedure there was sparking and the plastic burnt. They did not open another one as he had done enough to finish the case. They did not keep the faulty product for collection. I asked if it had made contact with the scope and was told no. Additional information provided indicated that the device is available and will be sent back for evaluation.